Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ vial access adapter had a glue like residue where the needle connects.

Event description:
It was reported that a bd q-syte¿ vial access adapter had a glue like residue where the needle connects.

Manufacturer narrative:
Investigation: review of the DHR disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated. Observations and testing could not be performed because units were not received for investigation of this incident. The defect foreign matter; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.